Event description:
It was reported that the patient had an interstim for one year and was having pain in her tailbone. Additional information received indicated that the on (B)(6) 2011 it was noted that the multiple lead pairs had high impedances > 4k. Following implant on (B)(6) 2011, the unit was turned off during the patient's pregnancy. In (B)(6) 2011 the device was turned back. In (B)(6) 2011, the patient developed sciatica at which point the device was turned off again. The device was turned back on in (B)(6) 2012, and the patient returned to the physician for an adjustment in (B)(6) 2012, when all programs were adjusted. The patient had not provided follow up on efficacy of new programming. No additional information was provided.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type extension product ID 3093-28, lot# v308477, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).